Manufacturer narrative:
Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 9:30 a.m., a sample from this patient was tested using the meter, resulting with a value of > 8.0 inr. At 11:00 a.m., a sample from the patient was tested in the laboratory using the stago neoplastin method, resulting with a value of 5.6 inr. At 9:00 a.m. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 5.0 inr. At 11:30 a.m. That same day, a sample from the patient was tested in the laboratory the stago neoplastin method, resulting with a value of 3.8 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive a change in medication based on the meter results. The patient's coumadin dose was changed based on the laboratory values. The patient's current condition is fine. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The meter has not been cleaned and the heater plate is dirty. The date and time were set incorrectly on the meter. The patient is slightly anemic and is taking iron. The patient has lupus and is asymptomatic. The patient's product was requested for investigation and replacement product was sent to the patient.